Event description:
The customer observed false positive architect total b-hcg result for one patient. The result was questioned by the physician because it was inconsistent with the patient¿s clinical picture. A new sample from the patient generated a negative result which is consistent with the patient¿s clinical picture. The following data was provided: sid (B)(6) initial result: 940.00 miu/ml (positive). Result from a new sample : < 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures, and determined the valve, manifold kit, was the likely cause of the issue. The fsr resolved the issue by replacing the valve, manifold kit. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect i2000sr system, the likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6)or the valve, manifold kit, was identified.